Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the fraction of inspired oxygen (fio2) readout was drifting on the electronic patient gas system (epgs). The device was not changed out, as the perfusionist (ccp) monitored gas flow and did blood gases. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) reviewed customer video confirming the fio2 drift. The fsr replaced the epgs, completed preventive maintenance (pm) and verified performance and safety. The unit operated to manufacturer specifications and was returned to clinical use. The suspect epgs was returned to the manufacturer for further evaluation. As per log analysis, the epgs was successfully calibrated twice. Several flow and fio2 settings were made and there was no indication of a problem in the log file. If back pressure was changing on the output of the epgs, that could cause the observed behavior. If back pressure was steady, then the oxygen (o2) sensor would be the prime suspect. During the laboratory evaluation, by replacing the o2 sensor it stopped the drifting of the fio2 percentage. The product surveillance technician (pst) connected the epgs to a system-1 simulator and ccm, attached oxygen and air at 50 pounds per square inch (psi), and entered a perfusion screen on the ccm. After waiting the 15 minute warm-up period, the pst initiated calibration and calibration passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.60 volts, within the specification of 0.55-2.758 volts. The pst set the flow at 5 l/min and the o2 at 100%, observed that the o2% was drifting up and down from 100% to 85%. The pst temporarily replaced the o2 sensor with a lab-use only (luo) o2 sensor and the drifting of the o2 stopped. As per service history, the o2 sensor was installed in the suspect epgs on (B)(6)-2015 and the reported issue occurred on (B)(6)-2016. O2 sensor was within its life span of 6 months. The o2 sensor expired on 24-feb-2016 and the laboratory evaluation was completed on 09-mar-2016. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Event description:
Clinical review on 04-mar-2016: according to the lead perfusionist (ccp), the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) readout on the central control monitor (ccm) was drifting while rewarming the patient during cardiopulmonary bypass. The sweep gas flow remained consistent at 1.22 liters per minute (l/min), while the fio2 would fluctuate. In the 18 second long video provided by the ccp, the fio2 ranged anywhere from 69.3% to 78.4% without user intervention. The ccp mentioned that the epgs was successfully calibrated prior to the case. There were no messages or audible tones associated with the drifting fio2 readout. There were no issues maintaining proper partial pressure of oxygen (po2) and partial pressure of carbon dioxide (pco2) levels throughout the case, despite the fluctuating fio2 readout. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.